Event description:
It was reported that the atrial lead had no capture in both unipolar and bipolar pacing configuration and had chronically low impedance measurements. The atrial lead was inactivated as the patient rarely requires atrial lead function. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.